Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated in regard to the event context, the managing doctor attempted a refill and the reservoir was near full. It was noted the patient had been hurting for months per the office. The cause of the volume discrepancy was not determined; however, the rep assumed a catheter kink since the pump was not alarming. The patient was sent for surgical consult/troubleshooting. No date was given, and the event was not resolved. The pump and catheter were still implanted and would be returned if explanted. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implanted pump for non-malignant pain. It was reported the event/difficulty occurred on (B)(6) 2018, during a ¿procedure.¿ it was reported the patient experienced increased pain and the pump reportedly flipped per the patient inside the pocket. Environmental/external/patient factors, that may have led or contributed to the issue included the patient could and did actively flip her pump. No diagnostics were completed to the reporter¿s knowledge. It was noted a refill was done and a large volume of 30mls was withdrawn when 4.5mls was expected. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ other medications the patient was taking at the time of the event were unable to obtain, not available. It was noted surgical intervention did not occur and it was unknown if surgical intervention was planned, but the rep would follow-up for more information. The patient¿s weight and medical history were asked, but unknown. No further complications were reported/anticipated or expected.